Manufacturer narrative:
(B)(4). Visual inspection of the returned guide confirmed that the device showed signs of usage (nicks, gouges). It was also seen that the pieces from the distal surface fractured off and all fractured pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The reported lot has been in the field for approximately fourteen years and eight months. It is unknown how many times the device was used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp was worn out and fractured. Attempts to obtain additional information have been made; however, no more information is available.